Event description:
Attorney reported: (B) (6) 2008 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix mesh. On (B) (6) 2009 - pt's condition worsened and she presented to the hospital due to a recurrent hernia. She required surgery to repair the hernia. During the procedure, the hernia sac was dissected and freed from the defective mesh. The mesh was observed to be adherent to the small bowel and omentum. It was explanted at this time and replaced with another kugel patch. Because of the defective patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned.